Event description:
It was reported that the right ventricular lead had increasing and high impedance. The lead was capped. The replacement lead was attempted, but was not used. The physician questioned the screw mechanism. It was noted that the access was tight. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and analyzed. Analysis revealed that the lead was stretched. The inner insulation was kinked and buckled. There was blood in/on the helix/lobe mechanism. Apparent implant damage was also noted. The analyst noted that the lead has been stretched so the inner tubing buckled and prevents the helix from functioning properly.